Event description:
Technician alleged that the head section drifted down and would not come back up.

Manufacturer narrative:
The technician found the head down valve stuck open causing the head not to go up. Technician replaced the head down valve to repair this bed.